Manufacturer narrative:
Correction: d3/g1(email), d9. Investigation ¿ evaluation: it was reported that, on (B)(6) 2024, a ncircle delta wire tipless stone extractor basket wire broke during lithotripsy stone removal procedure in a 75-year-old female patient. A four-claw stone net was used to remove the stone. During the procedure, the user found that the stone was too hard and large. One end of the four-claw head of the stone net bag broke while grasping the stone, a biopsy forceps was immediately used to remove the broken section. The procedure was successfully completed by replacing the basket with a new like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned to the manufacturer; therefore, no functional testing or visual inspections could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances to this incident. A complaint history database search showed no other related complaints associated with the failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions" the device is conductive. Avoid contact with any electrified instrument. Enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, no product returned to the facility, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): title: unknown, (B)(6) hospital. G2- report source: competent authority-china nmpa g4- PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, on (B)(6) 2024, a circle delta wire tipless stone extractor basket wire broke during lithotripsy stone removal procedure in a 75-year-old female patient. A four-claw stone net was used to remove the stone. During the procedure, the user found that the stone was too hard and large. One end of the four-claw head of the stone net bag broke while grasping the stone, a biopsy forceps was immediately used to remove the broken section. The procedure was successfully completed by replacing the basket with a new like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.